Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with the pump off and it was restarted upon arrival. It was unclear how long the pump was off for. The log files showed a low speed advisory, power cable disconnect and a pump stop starting at 05:10 on 13dec2023. The system controller clock reset due to the loss of power. The controller clock sync occurred at 17:42. The periodic log files also captured low power advisories and hazards, and power cable disconnect/no external power alarms on 13dec2023. Related system controller MFR 2916596-2023-08752.

Manufacturer narrative:
Section d1 brand name: corrected; section d3 manufacturer information: additional information; section d4 catalog number: corrected; section d4 primary UDI number: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed data consistent with a pump stop. Analysis of the submitted log files revealed low voltage advisories that progressed into low voltage hazard alarms, and then eventually no external power alarms, consistent with a complete loss of power from both the external 14v batteries and internal 11v backup battery. The date/timestamp was reset to default sometime later, indicating a complete loss of power to the system. A root cause that led up to the complete loss of power could not be determined through this evaluation. Prior to and after the pump stop event, the pump appeared to function as intended at the fixed speed. Multiple requests for additional information were sent to the customer; however, no further information has been provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. The IFU and patient handbook contain information on all system controller alarms, as well as the proper actions associated with them. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Additionally, the ¿handling emergencies¿ section of the patient handbook lists examples of emergencies and what actions to take. Furthermore, the patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 2 of the IFU, ¿system operations,¿ states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 lvas for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion battery pack) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 of the patient handbook, ¿powering the system,¿ details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Additionally, several sections of the hm3 IFU and patient handbook warn that batteries should not be used to power the system when the patient is sleeping. These sections state that the patient must always connect to the power module for sleeping or when there is a chance of sleep, as a sleeping patient may not hear the system controller alarms. No further information was provided. The manufacturer is closing the file on this event.